Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid resection, the anvil was attached to the stapler and heard the click, it all went smooth. Then they started turning until the green indicator turned green, the scrub nurse fired the stapler under instructions of the surgeon. The surgeon instructed one firm squeeze and they held the stapler squeezed in place for about 10 sec. The scrub nurse turned than the black knob 4 half times to open the stapler until the click was heard and felt. Then the stapler wasn't able to retract, they felt too much traction. After that the surgeon took over, they tried and manipulated. Finally, the stapler could be retracted but the anvil was still in place. After colonoscopy, the anvil was tilted and stuck proximal from the anastomosis. After firing, the anvil was left in the intestine when the stapler was removed. The anvil appeared to be loose in the proximal portion of the new seam. The anvil was able to be removed with a sigmoidoscopy and pair of pliers. The time was extended for 30 minutes for the scopy team to remove the anvil. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the anvil disengaged either fully or partially from the device, a component disengaged from the device into the surgical cavity, and there was difficulty removing the device from the patient. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.